Event description:
A registered nurse reported that an intraocular lens (iol) had been explanted because the pt reported glare and poor vision. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and verified to have signs of handling. The optic was torn/split (possibly cut into two pieces). The optic also had a large scrape mark-rejectable. Lens bench testing could not be conducted due to the optic damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 04/10/2008 by mail and fax. A completed questionnaire has not been received. This report was mailed to FDA on: 04/18/2008.